Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The trunk-ipsilateral leg component was implanted on the right side followed by the contralateral leg component. The left side was extended with a medtronic limb (model unknown). Completion angiography showed a proximal type I endoleak. Therefore, a medtronic endurant 30mm aortic cuff with proximal uncovered stents was implanted. However, the endoleak remained. Therefore, an aortic extender component was advanced to the level of the renal arteries; however, further adjustments could not be made as the delivery catheter had become immovable. The aortic extender component was then deployed; however, the delivery catheter still cold not be removed. The patient was then converted to open repair and all the endovascular devices and delivery catheters were removed from the patient. Upon conversion, it was noted that the leading olive on the aortic extender component delivery catheter was caught between the medtronic uncovered stent apices and the aortic wall. The patient is in stable condition.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.